Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was electively explanted and replaced at the time of the patient¿s generator changeout procedure. The rv lead was returned to the manufacture, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.